Event description:
The customer reported that on (B)(6) 2015, during a gastrectomy and splenectomy procedure for gastric cancer, the device did not seal completely. There was minimal oozing/bleeding noted at the sealed sites. No alarms were heard. The patient underwent a second surgical procedure on (B)(6) 2015 for unknown reason. Patient died on (B)(6) 2015, cause of death unknown. Despite multiple attempts to obtain additional information on the procedures and patient, no additional details were made available by the site.

Manufacturer narrative:
(B)(4). Date of initial report: 04/29/2015. The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.